Event description:
Report 1 of 2 the customer contact reported the pt received more medication that intended. At an unspecified time, an unspecified channel of the device was programmed to deliver lactated ringers, at a rate of 125ml/hr, and the delivery was started. No further programming parameters were provided. At an unspecified time, the other channel of the device was programmed to deliver an unspecified concentration of pitocin at an unspecified rate. At 0837, the customer contact reported the pitocin delivery was started. At 1234, the nurse noted the mother was having "tachystotole." At this time, the pitocin rate was decreased to "7mu/min." At 1241, the nurse "viewed the drip chamber of IV pitocin and noticed the ivf rate appeared to be flowing at rapid rate." At that time, the pitocin delivery was stopped. It was reported that the channel delivering lactated ringers was reprogrammed to deliver at a rate of 999ml/hr. The mother reported continuous uterine contractions. The physician was notified. At 1249, the physician was at the bedside. The customer contact reported the mother was repositioned and oxygen was started at a flow rate of 10l/min via mask. After an unspecified length of time, the device was reprogrammed to deliver pitocin at an unspecified rate. The customer contact reported at an unspecified time, the baby was delivered without complications. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded and printed at the user facility. A review of the history on (B)(6) 2012 at 0835, indicated the device was powered on. At 0836, ch b of the device was programmed to deliver oxytocin induction (pitocin) 20u/1000ml, with a rate of 2mu/minute, a 999 vtbi (volume to be infused). Between 0837 and 0838, the delivery was started, a check cassette alarm, occurred 4x, silenced and cleared, check flowstop alarm occurred, silenced, and cleared, the program was confirmed and the delivery started. At 0912, the delivery on ch b was stopped, a dose rate of 3mu/min was titrated, confirmed and the delivery resumed, ch a was programmed to deliver IV fluid, at a rate of 125ml/hr, a 950ml vtbi, the cassette was ejected and reloaded. At 0914, the delivery on ch a was started. Between 0942 and 1147, the delivery was stopped on ch b, a dose rate was titrated between 4-8mu/min, confirmed and delivery resumed. At 1210, an emergency stop alarm occurred on ch a and ch b, the delivery was stopped, the cassette on ch a and ch b are ejected and loaded. At 1235, ch a was programmed for basic delivery of IV fluid, with a 999ml/hr rate and the delivery was started. At 1236, ch b was programmed for basic delivery of oxytocin, at a rate of 7mu/min and the delivery was started. Between 1239 and 1240, an emergency stop alarm occurred on ch a and b, the delivery was stopped, the device was powered off and on, the cassettes were removed, the programming and shift totals were cleared. At 1241, ch a was programmed to deliver pitocin 20u/1000ml, at a rate of 6mu/min, with a 900 vtbi and the delivery was started, ch b was programmed for IV fluid, with a 999ml/hr rate, a 950 ml vtbi and the delivery was started. At 1243, the delivery on ch a was stopped. At 1256, the programming on ch a was cleared. At 1318, ch b was programmed for basic delivery of IV fluid, at a rate of 999ml/hr, with a vtbi of 950ml and the delivery was started 2x and stopped 1x. At 1336, ch b was programmed for a 125ml/hr rate and the delivery was started. At 1415, the delivery was stopped and the cassette ejected. Between 1419 and 1458, the device was powered on 2 times and powered off 3 times. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.